Event description:
Surgical tech was preparing room 11 for a surgical procedure in the morning. He went to the corner of the room to gather and organize equipment there. Two IV poles and the sponge counter bag system were in the corner. He turned around and ran into one of the spikes from the sponge counter bag system. The spike hit him in the left eye. He was immediately sent to the ed who diagnosed him with a conjunctival hemorrhage of the left eye.